Manufacturer narrative:
The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No patient involvement was reported. Date of event is unknown. Device is an instrument and is not implanted / explanted. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. Device history records review was completed for part# 319.006, lot# 9841073. Manufacturing location: (B)(4), release to warehouse date: jul 13, 2015. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while a depth gauge was being cleaned in sterile processing the silver piece on the end of the device broke off. This report is for one (1) depth gauge. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A product development investigation was performed on the returned subject device (depth gauge for 2.0mm and 2.4mm screws, part 319.006, lot # 9841073). This complaint is confirmed. The part was reported to have a broken tip/needle. The hooked needle stem of the device is broken off at the base of the black body. The sheared off distal needle portion measures approximately 75mm at cq. The protection sleeve component was not returned with this complaint and this is of interest as the sole purpose for the protection sleeve component is to protect the needle from damage/breakage. The exact cause of the complaint condition cannot be determined. But the condition of the depth gauge is consistent with the result of a bending force applied to the needle portion of the depth gauge that is beyond the yield limit of the material. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned device is already broken. A visual inspection under 5x magnification, device history record (DHR) review and drawing review were performed as part of this investigation. This particular depth gauge is part of at least 14 technique guides, including the 2.4 mm variable angle lcp distal radius system and is used to measure the depth of the holes for the 2.0mm/2.4mm screws to ensure the correct screw length is used during the procedure. The information is provided per the 2.4 mm variable angle lcp distal radius system technique guide. Drawings for the device were reviewed. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. The thickness of the needle is driven by the fact that the needle must fit into a drilled hole, and the length is determined so the slider can measure screws up to 40 mm. The material of the needle component (part # 319.006.3) is stainless steel (ss)), which is an appropriate material for an instrument component of this type. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. Although the exact cause cannot be determined, the most probable root cause for this complaint is excessive force exerted on the depth gauge by placing / dropping heavy instruments on top of the device during the sterilization process. No product design issues or discrepancies were observed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.